Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer initially tested on his meter at 8:57 a.m. And the result was 4.3 inr. This result was high for him so he went to the doctor¿s office. The customer was tested on the doctor¿s coaguchek device at 2:00 p.m. And the result was 2.8 inr. The doctor thought the result of 2.8 inr was correct. The customer was not treated. The customer used a new finger for the test at the doctor¿s office. The customer¿s therapeutic range is 2.3 ¿ 2.5 inr. No adverse event occurred. The customer is fine. The customer is not anemic and has no antiphospholipid antibodies. The customer is not taking heparin or direct thrombin inhibitors. There has been no change in the customer¿s warfarin/coumadin dose. The customer is not taking any new medications, has had no diet changes, no new illnesses and no abnormal bleeding or bruising. The meter and strips were requested for investigation. Relevant retention test strips (lot 18686524) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 12415880). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The customer returned the meter and strips. Device available for evaluation and device evaluated by MFR were updated. A specific root cause was not identified for this event. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.4 inr. Donor #2 inr: 2.6 inr. Donor #1 hct: 38%. Donor #2 hct: 44%. Donor #1: master lot: 2.4 inr. Donor #1: customer strip and meter: 2.3 inr . Donor #2: master lot: 2.6 inr. Donor #2: customer strip and meter: 2.6 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer's medications are currently known to interfere with the accuracy of the test results. Based on a review of the meter memory, there is no result of 4.3 inr as the customer alleged.